Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the device was not always analyzing in AED mode. There was no patient involvement. Remote support from the customer care solution was received; however, the customer performed troubleshooting and operational checks and was unable to replicate the issue. The device was reported to be functioning normally. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.